Event description:
It was reported by service report that the footboard is not working. The customer does not know if there was any patient involvement or if there were any adverse consequences related to the alleged issue.